Manufacturer narrative:
B5; additional information received : it was reported the sutures on the bilateral sides were unable to slide down the vessel so the oblique incisions were then made. The blood loss occurred during closure attempts. The access site bleeding led to a prolongation of existing hospitalization (the patient was two days in hospital) . (B)(4) units of packed red blood cells were transfused. The site assessed the event as having a causal relationship to the index procedure, not related to the study device or any underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c93e, serial/lot#: (B)(6), ubd: 16-jul-2025, UDI#: (B)(4); product ID: etlw1616c93e, serial/lot#: (B)(6), ubd: 01-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an evar procedure involving the implantation an endurant iis stent graft system, the patient experienced an estimated blood loss of 800 cc. A blood transfusion of 250 cc was required. It was said that during the procedure, the bilateral inguinal ligaments were incised. On the right side, the inguinal ligament was incised, and the distal external iliac artery was isolated and dissected free, which were then repaired with a running 6-0suture. The sponsor assessed the event as related to the procedure.